Event description:
According to account, when tech pulled scope out of trocar, a small piece fell out of the scope and fell onto the drape during surgery. Account had another device immediately for use. The small piece came close to falling into the patient's body but it did not affect patient in anyway. Stryker 1188 camera was used with this scope. Scope was a repair and replace scope.

Manufacturer narrative:
Additional information will be provided once investigation is completed.